Manufacturer narrative:
Original MDR 2517506-2019-00228 was filed on 28-jun-2019. Additional information (03-jul-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc reviewed the instrument data. No product non-conformance was identified with the reagent or instrument. Quality control and calibration were within conformance during the test event date. No other samples were reported to have a similar occurrence. The instrument is operational. The cause of the event is unknown. The device is performing within specification. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample was reprocessed on the same instrument and lower results were obtained. A new sample (ID (B)(6)) was drawn from the same patient and processed on the original instrument and an alternate instrument and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I result.